Event description:
It was reported that the customer was hospitalized twice due to diabetic ketoacidosis. It was reported that the customer's blood glucose reading on the first event was 700 mg/dl and on the second it was 400 mg/l. The necessary supplies were not available at the time of the phone call to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.